Event description:
The customer reported that the display was too dim. There was no patient involvement.

Manufacturer narrative:
Date of report: 08/27/2018. Date received by manufacturer: 06/19/2018. (UDI); (method, results, conclusion codes). The customer swapped out the user interface module. The unit was repaired and was reportedly in working condition for patient use. No parts were returned to philips for evaluation; therefore, a root cause could not be established.